Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pump thrombosis and received tissue plasminogen activator (tpa).

Manufacturer narrative:
Was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 11 low flow alarms have been logged since (B)(6) 2017 and 179 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received intravenous heparin and tpa treatment after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms which occurred following the high watt alarms may be attributed to thrombus in the outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 11 low flow alarms have been logged since (B)(6) 2017 and 179 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received intravenous heparin. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms which occurred following the high watt alarms may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the coordinator to report high watt alarms. The patient was sent to the emergency room (ER). The patient was admitted to the hospital and started on intravenous (IV) heparin. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received tissue plasminogen activator (tpa) and was status post cardiac window for tamponade. The ventricular assist device (vad) remains is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the coordinator to report high watt alarms. The patient was sent to the emergency room (ER). The patient was admitted to the hospital and started on intravenous (IV) heparin. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.